Event description:
The patient, received the endovascular stent graft in 2008. The patient's anatomy was outside the IFU and the final run showed no endoleak. The patient came back for a follow up CT and there was a huge type I endoleak. The pre-op aneurysm was 12cm and at the follow up CT the aneurysm had grown. The device had not moved, but due to the anatomy, there wasn't a long-term seal. The follow up physicians, vascular surgeons, decided the best decision was to explant the graft. They explanted the graft on the following month. Things went well. Patient is doing fine.

Manufacturer narrative:
All zenith devices are shipped with instructions for use (IFU) listing the anatomical requirements, warnings, precautions, and the correct deployment procedure. The devices were receive in a used condition with several points of the z stents noted to be displaced, which may have occurred during explant. An internal clinical review indicated that the event was due to user error in that the patient's anatomy was out side of cook's instructions for use. However, the appropriate individuals have been notified, and we will continue to monitor for similar events.